Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found.

Event description:
It was reported that the interrogated battery voltage was 2.8 volts after charging and further interrogations showed the voltage as 3.06 volts. The device was not implanted and no patient complications have been reported as a result of this event.